Event description:
It was reported the rigid video scope had an air leakage during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d8, g1, h2, h3, h4, h6 and h11. Corrected fields: d4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, and the universal cable was punctured by the cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the air leakage was due to a component failure of the universal cable, the rigid tube was dented due to component failure of the rigid tube, and the universal cable was punctured by the cut was caused by a component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.